Manufacturer narrative:
Explanted date, corrected data: the explant date was inadvertently reported as the date the generator was explanted in the initial report, when the suspect device was the lead.

Event description:
The lead was replaced and is unable to be returned to the manufacturer as the hospital does not return explants per their policy.

Manufacturer narrative:
.

Event description:
High lead impedance was discovered after generator replacement surgery for a depleted generator battery. The new generator was a model 106. During surgery the lead pin was re-inserted multiple times. The replacement generator was unable to sense the patient's heartbeat, likely as a result of the high impedance. The surgeon decided to leave the replacement generator turned off and replace the lead at a later date. Although surgery is expected, no known surgery has occurred. The patient was experiencing an increase in seizures which was originally suspected to be due to the loss of therapy from the depleted generator. The patient was experiencing an increase in seizures which was suspected to be due to the loss of therapy from the depleted generator. Analysis was completed on the returned generator. The battery depletion was determined to be the result of normal battery depletion. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.